Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 2243072-2023-01034 is a duplicate of 2243072-2023-00785 this supplemental is to cancel MDR 2243072-2023-01034.

Event description:
It was reported that the bd¿ sharps collectors lids were not closing properly. The following information was provided by the initial reporter: verbatim "we have been stocking these 305609s and 305613s and we have problems with the lids. Our crews are having problems putting on the sliding lids. We have five (5) opens boxes of these sharps collectors with no lids... The five open cases of 305609s 19 gallon sharps collectors are of no use to us without lids."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no product or photo was returned by the customer. It was reported by customer that "problems with the lids... Five (5) opens boxes of these sharps collectors with no lids" could not be verified due to the product not being returned for failure investigation. DHR review process to verify if there were issues reported as missing lids or lid will not shut issue during the manufacturing process of this product was not able to be performed since no lot number was provided. A review of ncmr¿s was performed. The results exhibit no issues reported for the same part number and issues throughout the last twelve months.

Event description:
It was reported that the bd¿ sharps collectors lids were not closing properly. The following information was provided by the initial reporter: verbatim "we have been stocking these 305609s and 305613s and we have problems with the lids. Our crews are having problems putting on the sliding lids. We have five (5) opens boxes of these sharps collectors with no lids... The five open cases of 305609s 19 gallon sharps collectors are of no use to us without lids."